Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 6947 implantable tachy lead 2008-(B)(6), 4195 implantable pacing lead 2008-(B)(6). (B)(4).

Event description:
It was reported that the right atrial lead had gradually rising impedance, up to 1300 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed with no anomalies found. There was blood, a white substance, and body tissue/fibrotic growth on the distal end of the electrodes. It was also noted the helix was bent, and there was cosmetic environmental stress cracking on the outer insulation. The outer insulation was distorted due to being kinked/buckled and there was apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.